Event description:
Fail code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident invoving this pump since the last baxter service event.